Manufacturer narrative:
The investigation found the web returned still attached to the pusher. The device failed continuity and resistance testing, which is consistent with the alleged detachment issue. The web implant detached from the pusher when pulled during the investigation. Further inspection found the heater coil winding stretched. However, the heater coil pet and implant tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure that may have been exacerbated when the device was pulled during the investigation.

Event description:
It was reported that the patient had a ruptured aneurysm. The web device was prepped according to IFU, web was deployed in the aneurysm and the web would not detach from the pusher wire. A new detachment controller was opened and used, and it went from green light to red light quickly. Physician tried to provide slight tension and detach the web again with controller and put microcatheter over the proximal marker of web and it would not detach from pusher wire. The web was resheathed and removed from the patient successfully. A brand-new web was opened, deployed and detached in the aneurysm successfully. No injury to the patient.